Event description:
Customer reported that she experienced high blood glucose of 479 mg/dl. Customer stated that her basal rate settings were blank in the insulin pump. Customer did have the pattern feature on. Customer stated that she was not getting her 3 basal rates. It was possible to get customer on standard basal rate. Customer confirmed that she was not supposed to be on a pattern. She declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.